Event description:
Boston scientific received info that although the pt is pacer dependant, they did have an underlying rate in the 30 beats per minute range and presented to the emergency room with weakness. Upon interrogation it was noted that this pacemaker detected on this right ventricular (rv) lead thresholds of 3v, pacing impedances that increased, linearly over six months to a year, from 500 to 1680 ohms, and a loss of capture. This pt underwent a lead revision and the threshold was 1.7-1.8v with impedance of 1000 ohms on the pacing system analyzer. The lead was reconnected to the device and 880 ohms measured with 1.8v thresholds. All values represented in bipolar configuration. When in unipolar impedances were 350 ohms. The lead looked clean under fluoroscopy with no apparent damage to the conductor or insulation. There was no report by this pt of a fall to the rep's knowledge. The lead was gently tugged on with no changes to the measurements. Technical services discussed possible lead issues and troubleshooting. This was to be discussed further with the physician. Info suggests this device and lead remained in-service. However, ultimately this lead was surgically abandoned. During the revision the helix would not retract.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.